Event description:
It was reported to a manufacturer rep that a pt was implanted with the vns for epilepsy and depression. Within three months after implant, the pt's moods substantially improved. However, she began to experience an increase in seizures (worse than before she had vns). Reportedly, she has had no changes in medications and the physician is relating the increase in seizures to vns. The site increased her vns settings gradually since implant and once they were at 1ma output current, they decided to decrease the output current because her seizures continued to increase. They decreased the output current to 0.75ma and did not see an improvement. The physician then lowered the pt's settings down to 0.25ma and the seizures are less frequent, but her mood is back to baseline. Good faith attempts are being made for additional details surrounding the event. Thus far no further updates have been received.